Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 77-year-old male patient with thoracic aneurysm underwent thoracic endovascular repair. The patient´s anatomy was reported to be tortuous in external iliac artery (eia). It was planned to use a zta-pt-34-209-w1 distally and zta-p-38-167-w1 proximally (complaint device). The diameter of access vessel was about 7mm. The zta-pt-34-209-w1 was implanted without any difficulties. While advancing the zta-p-38-167-w1 into access vessel, the physician felt the resistance. The physician checked the device under fluoroscopy and discovered a gap between the sheath and the dilator tip. The device was removed from the patient and the procedure was successfully completed with a zta-p-38-217-w1 device. No adverse effects to the patient were reported. It was reported that "another physician who is unfamiliar with emergency surgery prepared the device before use, so he may have pulled the dilator tip a little during the preparation". Review of the device history record gave no indication of the device being produced out of specification. The instruction for use states "do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels". Based on the provided information and review of documentation unintended use error during the preparation of the device likely contributed to the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the patient underwent tevar and the user planned to place zta-p-34-209-w1 first and then place zta-p-38-167-w1 in the proximal side. The zta-p-34-209-w1 was placed without problems. When the user inserted the zta-p-38-167-w1, he felt resitance. He checked the device under fluoroscopy and he found a gap between the sheath and the dilator. The device was removed and the sheath tip was found to be deformed. Zta-p-38-217-w1 was used instead and the procedure was completed. Patient outcome: there have been no adverse effects to the patient reported.